Manufacturer narrative:
(B)(4). The complaint rt139 adult breathing circuit kit was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on photographs supplied by the customer. The customer had reported that the rt139 circuit kit was contained in its sealed bag but was not assembled, however our visual inspection of the supplied photographs revealed that the circuit appeared normal and was correctly assembled. (B)(4). We could find no fault with the complaint device, based on the supplied photographs. All breathing circuits are assembled and pressure tested prior to packing and any that fail are rejected.

Event description:
A distributor in (B)(4) reported that an rt134 adult breathing circuit was received unassembled in its packaging. This was found during an incoming goods inspection.